Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The 90% stenotic, de novo lesion was located in the severely tortuous and severely calcified right posterior descending artery. Access was obtained through the left radial artery. The physician predilated the lesion with a 2.5x15mm non-bsc balloon and then advanced the 2.5x2.50mm taxus liberte stent to the lesion, but was unable to cross. The physician removed the stent and dilated the lesion again with the non-bsc balloon. The physician then advanced the taxus liberte stent to the lesion a second time, but was still unable to cross and the distal edge of the stent got lifted up. There were no patient complications. Patient status is reported as "good".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).